Event description:
It was reported that during an acute cholecystitis laparoscopic cholecystectomy procedure, the device was used to place three clips on the patient side and one on the specimen side. Post-op the patient presented with a cystic stump duct leak. An ercp. Stent was required to address the leak. The patient is now doing fine. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.